Event description:
It was reported that the handpiece attachment began overheating during a dental procedure. There was no pt or user injury, and the case was completed with another device.

Manufacturer narrative:
The handpiece attachment has not yet been received at the MFR for testing. An eval will be conducted upon receipt of the device, and a f/u report will be submitted after the quality investigation is complete.